Event description:
It was reported that the bd¿ large sharps collector does not have lids. The following information was provided by the initial reporter: customer received item but did not have lids.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received from customer. According to the DHR review, during the manufacturing process no issues were reported for missing lids for the lot number reported under this complaint ((B)(4)). A review of the ncmr¿s was performed; the results exhibit no issue reported for the same part number and issue throughout the last twelve months. Investigation: according with this investigation, there is not enough information provided from customer like pictures of original packaging, however with lot number provided, we are able to confirm that this product was manufactured by flex on october 18, 2022. Additionally, it was reported by customer that they received item but did not have lids. The variables that could generate this failure mode such as handling, transportation, storage or partial sales are unknown. Additional information is required to discard issue was generated by a distributor facility, since partial sells and controls to handle remaining material is unknown, therefore, the likelihood of sending boxes with incorrect quantity exist. In addition, the current manufacturing controls were reviewed, and confirmed the capability to detect this type of issue (missing lids). As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, five additional complaints were received through the last twelve months for the same part number and issue. These complaints were closed as non-manufacturing related due to it was confirmed from lot numbers provided, that every box was packed with the correct amount of product. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. However potential root cause will be: 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non-controlled handling within distributor facilities. Conclusion: based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown. The controls were verified within the manufacturing process and confirmed as capable to detect the reporting failure mode (missing lids), furthermore, there were found acceptable records for every single box manufactured for this lot number within the weighing system records.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd¿ large sharps collector does not have lids. The following information was provided by the initial reporter: customer recevied item but did not have lids.